Event description:
It was reported that the impactor threads were damaged and the device cannot be used. A second handle was available. It did not happen in surgery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ag1006) provided is not a valid finished goods lot#. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that threaded tip of the returned duraloc str cup impactor was severely stripped and deformed. Additionally, the device exhibits an overall worn appearance consistent with normal and constant usage for over 19 years. The observed extensive damage to the threads was consistent with a random component failure that may have been caused by exposure to unintended forces, such as impact forces when the handle is not fully seated in its mating device, prying motion while the device is assembled, and heavy usage. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the duraloc str cup impactor would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.